Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
During the verification of the fixation function prior to the implant attempt, the physician reported an irregularity. Reportedly, the helix extended and retracted normally, but when the butterfly tool was released, the helix "automatically pops out of itself, without being able to stabilize."